Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. At the time of this report, the pt was in the hospital with peritonitis. No further information was received. Additional information was requested but is not available.